Event description:
The customer reported that the system displayed a fatal error message and locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The single board computer printed circuit board was replaced during the service call. The system was tested and found to be working as intended and put back into service.